Manufacturer narrative:
No allegations of deficiency were made by the user. However, owlet conducted a thorough investigation and reviewed the historical data analysis and backend data. The timeline and corresponding interaction with the device and device function align with the customer narrative and indicate that the device functioned as intended in alerting the customer to a desaturation event. No device deficiency or malfunction was identified during the investigation. Therefore, the conclusion of the investigation is that the device did not cause or contribute to the reported death.

Event description:
Owlet was contacted for a request for data regarding a desaturation notification. Owlet was informed that the infant had passed while wearing the owlet dream sock.